Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that sparks "shot out" when the usb cable was plugged into the adapter. Reportedly, an alternate cable and adapter were used to resolve the issue. Customer's blood glucose level was 177 mg/dl.